Event description:
Related manufacturer reference number:2017865-2022-10080, related manufacturer reference number:2017865-2022-10082. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead portion and electrical testing of the lead portion was normal with no anomalies found.